Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. PMA (510k) #: k011028, k013227.

Event description:
It was reported that patient continued to have pain after placement and requested implant at tooth site # 30 be removed. Implant was removed and site grafted. Patient not returning for future re-placement. Symptoms as a result of the event: pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvwh10) was returned for investigation. Visual evaluation of the as returned product identified thread damages which probably occurred during the removal process. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed for the reported failure (pain). However, measurements were taken using a caliper (ID: cal 8254, (B)(6) 2021). Through dimensional analysis and comparison to drawings (pd-tsvwh10 rev j), the device was determined to be within design specification (file: dwg). No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 30 (universal) for approximately 6 months. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1225721) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1225721) and no similar event or complaint was found. Based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.